Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer had the loudspeaker replaced, and the issue was resolved. The device was returned to service. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a main alarm failed error. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6), reporter phone #: (B)(6).